Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year old caucasian female patient underwent breast prosthesis implantation surgery with two 475cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with left breast implant deflation. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On july 20, 2022, mentor became aware that the patient's explantation surgery on (B)(6) 2022 was cancelled due to the patient suffering staph infection. The patient was put on antibiotics, and her removal surgery was rescheduled for (B)(6) 2022.